Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45, lead; implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that there was high impedance, high thresholds and confirmed fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported there was a lead warning. One of every 4 paces after that has been an open circuit pacing (ocp). There are multiple ventricular high rate (vhr) episodes logged. The electrocardiogram (egm) shows noise being sensed on the lead. This is likely a fracture.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Apparent noise oversensing in ventricular high rate episodes recorded on (B)(6) 2014. Auto lead diagnostics shows ventricular open circuit/high impedance pace counts. Ventricular lead warning occurred on (B)(6) 2014.